Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca pump module intermittently failed to recognize a bd 30 ml syringe (ref: 302832, lot: 5350649) during a training class. The pcu displayed a message "unknown syringe installed-reinstall syringe". Troubleshooting steps included removing and reinserting the syringe and attempting to use a different bd 30 ml syringe; however, the issue persisted. Although the module had functioned during a previous class, it did not recognize 30 ml syringes for the remainder of the session or afterward. The module was able to successfully recognize a bd 50 ml syringe. The pca module was subsequently removed from use for the remainder of the training session. There was no patient involvement.